Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. No product was returned. However, an image of the head and liner were provided. Black debris was identified in the edge of the taper and inside of the taper. A screw hole and damage in the rim were identified from the image of the liner, which was probably caused by the extraction. Wear is also noted on the inner surface. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Operative notes demonstrated the patient was revised due to right proximal femur osteolysis secondary to liner wear. Pre-op x-ray revealed evidence of osteolysis through the screw holes. A pseudotumor was identified in the proximal femur. The lesser trochanter was completely absent. It was noted that osteolysis extended into the greater trochanter. This was all due to poly wear. There was significant wear of the liner on the acetabular side without any frank wear-through. X-ray review demonstrated that asymmetric position of the femoral head within the acetabular cup suggests polyethylene wear. Significant lucency along the inferior aspect of the acetabular cup suggesting osteolysis with similar findings within the greater trochanter. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06511 - 2, 0001822565 - 2019 - 02465, 0001822565 - 2019 - 02466, 0001822565 - 2019 - 02467.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implant date approximately 28 years ago. Concomitant medical products: item # unk, hip-unknown-cups-unk, lot # unk. Item # 00902602600, femoral head 26 mm, lot # 78198600. Item # unk, hip-unknown-stems-unk, lot # unk. Multiple reports have been submitted for this event. Please see associated report: 0001822565-2018-06511.

Event description:
It was reported that a patient was revised approximately 28 years post implantation. The patient began experiencing pain approximately one year ago. Pain has gradually increased over past 6 months and is now severe. Op notes indicate about 10 cm o bone loss from the medial femur. The lesser trochanter was completely absent. The bone loss extended into the greater trochanter. A pseudotumor was identified and excised. There was severe poly wear; however, not completely through to cause metal on metal contact. The acetabular and femoral components were well fixed. The surgeon elected to retain the cup and stem in fear removal would cause more damage or harm to patient. In addition, op notes indicate removal of stem and cup are not necessary. The surgeon then cemented a g7 liner into the unknown zimmer cup. Attempts have been made, and no further information has been provided.